Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture of the device. The device has been explanted.

Event description:
Healthcare professional reported a left side rupture of the device. The device has been explanted.

Manufacturer narrative:
Device evaluation summary: the device was returned to allergan for analysis and the device weighed 154.6 grams. Visual analysis noted red particles, crease fold and wear abrasion on the shell. Under microscopic analysis stress marks were observed and a sharp crease opening on the posterior side of the shell assessed as a fold flaw opening. Additional information: d10, g1, h3, h6.